Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Event description:
It was reported the patient's scs system implantable pulse generator was inoperable and no longer providing stimulation. Surgical intervention to replace the patient's generator would be necessary to address the issue.